Event description:
Reporter alleged obtaining discrepant blood glucose values of 323mg/dl back to back with a result of 157mg/dl when testing was performed 1 minute apart on the compact plus system. Reporter stated she was not experiencing any hyperglycemic symptoms during the time of testing. No actions were taken or treatment was reportedly received. A request has been made for the return of the suspect product and replacement product has been sent.